Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the reported event. The patient was started on remedial treatment for the peritonitis which included vancomycin (2g, route and frequency not reported) and fortum (250mg in each bag was started, frequency not reported). The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.